Event description:
It was reported to boston scientific corporation that during closure of a procedure using an uphold vaginal support system, when the physician performed a cystoscopy, she discovered that the left mesh leg of the uphold device had been placed through the left side of the patient's bladder, causing a small perforation. The physician removed the left mesh leg of the uphold device, leaving the right leg in place, and used chromic suture to close the perforation. A urologist was consulted, and confirmed that the patient's ureters were fine. The physician completed this procedure with this device with no further complications to the patient, who was fine at the conclusion of the procedure.